Manufacturer narrative:
The returned cable was evaluated. External visual inspection showed no physical damage. The cable failed continuity testing, due to an open in the cable on the red conductor along the length of the cable. The cable was connected to a monitor and a "replace sensor" error message was displayed.

Event description:
The customer reported over the past 2 months, they have been acquiring more and more failed cable parts - either through outright cable failures as presented on the zoll unit itself, to inconsistent readings to no readings what-so-ever. No patient impact or consequences were reported.